Event description:
It was reported that during a monthly inspection the biomed observed that the device was not operational. There was no patient use associated with this event.

Manufacturer narrative:
The customer confirmed that they are repairing the device by replacing the transfer relay. The replaced transfer relay wil not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.